Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load multiple cartridges despite following instructions. There was no adverse impact to the customer¿s blood glucose level. Customer worked with support to inspect and clean pump components, attempted to reload cartridges, and then completed escalated troubleshooting with advanced support; when loading still failed, customer planned to use multiple daily injections as backup therapy, and support arranged replacement pump and cartridges, provided return and storage instructions, and advised customer to transfer pump settings and reconnect continuous glucose monitor on receipt of replacement.